Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted additionally with bilateral sacrospinous ligament fixation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy, anterior and posterior repair with enterocele reduction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent removal of right myoma and left salpingo-oophorectomy on (B)(6) 2009 by (B)(6) due to vaginal vault prolapse.